Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that there was supra-ventricular (svt) detection. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy.

Event description:
It was reported the patient presented to the emergency department because the implantable cardioverter defibrillator (ICD) was ¿emitting a sound alarm.¿ it was also reported when the device was interrogated, the physician determined ventricular tachycardia (vt) therapies were delivered; however, they were ¿not effective.¿ it was also determined the arrhythmia episodes were supra ventricular tachycardia (svt) that ¿fell within the ventricular tachycardia (vt) zone.¿ re-programming was performed. Approximately two months later the ¿same scenario happened again.¿ the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.